Event description:
The user facility reported that they have to neonatal hotwire flow sensors that are causing erratic tidal volume readings. They also reported that they have one neonatal hotwire flow sensor tht causes the device to auto-cycle.

Manufacturer narrative:
(B)(4). The alleged faulty neonatal hotwire flow sensors have been received, routed to the carefusion failure analysis lab and staged for evaluation.